Event description:
Related manufacturer report number: 1627487-2022-01738 and 1627487-2022-01739. It was reported the patient was experiencing ineffective therapy due to high impedances. Surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as there is no indication the device caused or contributed to the issue.